Event description:
A surgeon reported that the infusion cannula dislodged from the trocar cannula during vitrectomy procedure. They reinserted the infusion cannula into the trocar cannula and the case was able to be completed without patient impact. Additional information was received indicating that the infusion cannula had been reused, and that there is a possibility that the infusion cannula came from another manufacturer.

Manufacturer narrative:
The investigation is in progress. Samples are expected but have not yet been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).